Manufacturer narrative:
The cause of the malfunction was found to be the caregroup configuration not being archived prior to upgrading the pic ix, and commands at the network switch that were turned off. This was resolved by the field service engineer (fse) adding the commands to the network switch and correcting the caregroup configuration. The fse confirmed this by simulating red alarms, receiving alarm tones and pop-ups on all other monitors in the caregroup.

Event description:
The customer biomedical engineer reported they cannot hear caregroup alarms at the bedside monitor associated with their philips information center ix (pic ix) system. The device was reported to be in clinical use, but no adverse event to a patient or user was reported.